Event description:
It was reported that patient underwent a revision surgery of tha due to dislocation. Femoral head and acetabular liner were revised. The 0 degree size 28 liner was revised to 20 degree size 28 liner and 28+0 femoral head was revised to 28+4 femoral head.

Manufacturer narrative:
[(B)(4)].